Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure the device did not staple but cut. No further information is available. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. : information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the appendectomy procedure was conducted late at night as emergency. Trainee operated and assisting nurse derived from non-surgical department. The moment the stapler had to be used the attending senior surgeon had to leave and just came back to notice the stapler had obviously been fired unloaded. The patient is well.